Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. Per instructions for use (IFU), the peg tube should be pulled until elastic resistance is felt, kept under tension, fixation plate should be secured into position using the clip, and remain under moderate tension for 24-72 hours to promote good adherence to the stomach wall to the inner abdominal wall. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient experienced pain and inflammation at the stoma site and reported massive stomach / abdominal pain. The nurse observed that the patient had a distended abdomen and there was a small amount of purulent secretion at the stoma site. It was also reported that the external fixation plate on the peg tube was not correctly fixated. The patient was treated with pain medication and commenced 625mg of oral antibiotic co-amox-mepha 3 times daily; however, due to constant nausea without emesis, co-amox-mepha was changed to intravenous formulation. On (B)(6) 2018, the duodopa nurse specialist was informed by a hospital nurse that peritonitis was ruled-out and the patient was now doing much better and had no pain. The duodopa tubing was not removed and remained in use.